Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, user reported frequent ¿sensor reconnecting¿ alerts on the ilet while using dexcom g7 continuous glucose monitor (cgm), with each lasting 20 minutes to an hour. User noted discrepancies between ilet and dexcom app readings, requiring multiple recalibrations the prior day. The agent explained temporary reconnecting alerts can occur but recommended replacing the sensor to ensure accurate readings and provided dexcom support contact for replacement. The user did not require assistance replacing the sensor. The user's lowest blood glucose (bg) recorded was 56 mg/dl, and highest was 245 mg/dl. Bg was corrected by ilet-delivered corrections. The ilet did not alert for bg events. No outside assistance, medical intervention, or symptoms were reported at the time of call.